Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00552, reference MFR report: 3008829311-2017-00553. The patient has 4 leads (1 from lot ab2270 and 3 from lot ab2201) implanted. It was reported the patient presented to the hospital complaining of a possible infection. Cultures were performed, however the results were not provided to the manufacturer. X-rays and a CT scan were also performed which showed lead migration (reference MFR report: 3008829311-2017-00549 and MFR report: 3008829311-2017-00550). The physician elected to remove the system and the patient was referred to an infectious disease specialist.